Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reported "wires may have come loose" after suffering falls. The pt stated x-rays were taken and confirmed a lead migration. The pt further stated her physician declined to explant her system and she is now using a transcutaneous electrical nerve stimulation (tens) unit. The pt does not wish to pursue further intervention at this time.